Manufacturer narrative:
Recall: 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg since (B)(6) 2018. Surgical intervention may be pending.